Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose on (B)(6) 2022 with diabetes ketoacidosis. The customer blood glucose level 12 mmol/l. Customer was treated with intravenous insulin drip. Customer stated that they were using insulin pump in auto mode. Customer reported that ketones test was positive. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for the analysis.